Manufacturer narrative:
D4: primary UDI number; corrected. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, peeling dso seal. The complaint was verified by functional testing. The cause is an error within the device software. Replaced dso seal, performed preventative maintenance (pm) and flashed the most recent software to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited error code 41786; this was an out of box failure. The event occurred during testing. There was no patient involvement.